Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, user interface assembly and performing some other, unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had logged event codes into its memory. Upon initial evaluation, physio-control observed that the device would not complete it's boot-up cycle and was power cycling. In this state, the device would not be able to perform therapy, if it were needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device had logged event codes into its memory. Upon initial evaluation, physio-control observed that the device would not complete it's boot-up cycle and was power cycling. In this state, the device would not be able to perform therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced system pcb assembly and was unable to reproduce the reported issues. The fac did identify an inoperative integrated circuit, designator u61, that depleted the coin cell. This issue can intermittently result in the device being unable to complete its boot-up cycle, and was therefore determined to be the likely root cause of the reported issue.